Event description:
Drill broke in patient's bone while drilling. Broken piece was removed by drilling from inside out. Additional information confirmed that the tip broke off and remained on the flexible passing pin (confirmed under fluoroscopy) in the femur. The surgeon dissected down to the outer cortex and used a 5.0mm flexible reamer to drill from outside in. This pushed the broken piece back into the joint space. The surgeon was then able to retrieve the piece through the am portal. No issues other than that. Took an additional 5 min to retrieve.

Manufacturer narrative:
(B)(4).